Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm and keypad anomaly. The customer¿s blood glucose level was unknown. Customer was able clear the alarm. Customer was able to complete insulin pump rewind. The troubleshooting was performed for button error and pump error alarm. The customer was advised to observe time clock for one minute to verify if time advances and found that the time was advancing. The customer was advised that the insulin pump would need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.